Event description:
Paramedic reported receiving a call to assist an unconscious patient. Patient's blood glucose was reportedly tested, using the suspect device, with a result of 301 mg/dl. Paramedic stated that a subsequent test was performed, using a visual blood glucose strip, with a result of 42 mg/dl. Patient was reportedly transported to the hospital for treatment. Reporter was unable to provide any additional information about patient's diagnosis or treatment. Technical support requested the return of the suspect product and replacement product was shipped.